Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, loss of capture was observed from the left ventricular (lv) lead. Diagnostic imaging confirmed that the lv lead was dislodged. The lv lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.